Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-05912. It was reported that patient was experiencing pocket heating while charging ipg and ipg was turning on and off by itself. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.